Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6), 2010. According to the complainant, the patient experienced injuries (specifics unknown). According to the physician, there were no procedural complications noted with the solyx device. Post-operatively, there have been no documented objective findings of erosion, infection, stress urinary incontinence, or other findings. The patient was last seen "several weeks" prior to (B)(6), 2013 (exact date not provided), wherein the patient had some complaints of incontinence. The physician felt this was primarily due to overactive bladder syndrome as there were no objective findings to substantiate anything involvement with the solyx device. All other information, including the patient's current condition, is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced injuries (specifics unknown). According to the physician, there were no procedural complications noted with the solyx device. Post-operatively, there have been no documented objective findings of erosion, infection, stress urinary incontinence, or other findings. The patient was last seen "several weeks" prior to (B)(6) 2013 (exact date not provided), wherein the patient had some complaints of incontinence. The physician felt this was primarily due to overactive bladder syndrome as there were no objective findings to substantiate anything involvement with the solyx device. All other information, including the patient's current condition, is unknown and unavailable.